Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient's knee became unstable immediately after surgery. The patient has trouble walking. The surgeon states amputation is all he can do. No surgical intervention has taken place to this date.